Event description:
It was reported via a vns treating nurse in the united kingdom that they had a patient death. The patient was implanted on (B)(6) 2011. The patient was last seen in clinic (B)(6) 2011. At last reading settings were: 1.75ma, 30 sf, 500 pw, 7 seconds on time , 1.8 off time, 2.00 ma, 60 seconds on time, 500 pw. The patient passed away sometime in (B)(6) 2012. Exact date unknown. Circumstances around patient's death are unclear. He was alone and was found by a friend face down on the floor. The coroner has not found a cause of death. The relationship to their vns is unknown at this time. The indication the patient was implanted for is unknown, but likely epilepsy. Therefore sudep cannot be ruled out at this time.

Event description:
Generator analysis was conducted. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage shows a non-ifi condition. The data in memory locations revealed that 34.635% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. The device was returned still programmed to deliver therapy. Lead analysis showed that scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred in the vicinity of the cut/torn end. No pitting was noted at the cut end of the lead coil. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Product information for the explanted lead and generator due to death was confirmed on (B)(6) 2013 in MFR report # 1644487-2013-00739. At that time, it was noted that the death was previously reported in this report, MFR. Report # 1644487-2012-03416. No additional information will be reported under MFR report # 1644487-2013-00739. The explanted devices were returned on (B)(6) 2013 and are pending analysis.

Event description:
Additional information was received from the patient's treating physician's office that they received our request for more information however it is felt that there was too much information needed. Our request has been sent to their legal department for them to discuss with the coroner and consider completion of the information.